Manufacturer narrative:
Analysis was performed bench repair personnel which included testing for sound. The issue was reproduced. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was a defective speaker. The issue was resolved by replacing the speaker. The device was returned to the customer.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that there was a speaker inop and the speaker was too quiet. It is unknown if the device was in clinical use at the time of the event. No adverse event was reported.